Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018 (specific month and year known only), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). The date (B)(6) 2018 is an approximate date of explant (month and year specified only). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient had an intrathecal baclofen (itb) implant in (B)(6) 2018. The patient experienced a cerebrospinal fluid (csf) leak and eventual infection. The event occurred in (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The pump and complete catheter were removed. It was noted that an explant occurred sometime in (B)(6) 2018 and the devices were re-implanted on (B)(6) 2018. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that the customer was notified that the product should be returned; however, the explanted pump and catheter were discarded by the healthcare provider (hcp). Other medications (oral, etc.) The patient was receiving at the time of the event "was" unable to be obtained. The patient¿s weight and medical history were requested but were unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported because of this event.